Event description:
It was reported that lead fracture, and noise was seen on both leads via merlin.net and in person checks. The leads were explanted and replaced. The patient condition was stable. Related manufacturer reference number: 2017865-2022-22439.

Manufacturer narrative:
The reported events of lead fracture and noise were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal shorts. Further analysis noted a breach of the inner insulation in the middle region of the lead. All damages found are consistent with procedural damage.